Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and freestyle strip, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
A healthcare professional called adc to report that customer receiving a low reading on his adc blood glucose meter compared to a laboratory result however; no comparative readings were provided. On an unspecified date, customer meter obtained a low reading compared to the hospital reading and customer experienced symptoms described as ¿feel altered mental status and dizziness¿ and was intravenously treated with ¿telstra 50g 50 ml¿. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional called adc to report that customer receiving a low reading on his adc blood glucose meter compared to a laboratory result however; no comparative readings were provided. On an unspecified date, customer meter obtained a low reading compared to the hospital reading and customer experienced symptoms described as ¿feel altered mental status and dizziness¿ and was intravenously treated with ¿telstra 50g 50 ml¿. No further information was provided. There was no report of death or permanent impairment associated with this event.